Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information, and description of events provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: the customer stated that the speaker of the mr850 respiratory humidifier was non-operational. There was no patient involvement reported by the customer. Conclusion: without the return of the subject device, photos or further information, we are unable to determine the exact cause of the reported issue. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the audible alarm of the mr850 respiratory humidifier was not functioning. There was no patient involvement as the issue was found whilst the device was not in use on a patient.